Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383512 and lot number 3307499. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva single port pivc tubing leaked. The following information was provided by the initial reporter: event date: (B)(6) 2024. Event description: ¿a 22g IV from this lot number was leaking at the catheter site. It was noticed after the IV tubing was changed but the IV catheter tubing continued to leak¿ harm to team member or patient? No injury.